Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the centrifugal controller would not power on (no display). The controller cannot be controlled with central control monitor (ccm) and does not operate motor. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Perfusionist (ccp) checked all cables and rebooted three times; the controller still does not power up.